Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer "had issues with blood glucose levels (bgs) after loading a new cartridge." Bg values were not provided. Additionally, it was reported that customer "had an issue loading a cartridge." Customer declined troubleshooting with tandem technical support and declined to provide further information.